Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fluctuating positive end expiratory pressure on the sipap ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical received the device for evaluation. The suspect device was tested over a long period of time, but the reported error was not found. However, upon closer examination of the electronics, liquid damage was found on the mainboard (defective). As this part is no longer available, the suspect device can no longer be repaired and is returned back to the customer per their request. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.